Event description:
During the device estimation, it was observed that the camera head's cable had scratches and tears, and was not watertight. Additionally, the main unit showed signs of water penetration. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the camera cable was damaged (scratched or torn) near the center of the cable which prevented it from being airtight, causing the camera cable to be watertight, presumably resulting in flooding of the main unit imaging. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.